Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and the power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system shut down during a case. The procedure was completed without incident. No pt injury was reported.